Event description:
Report received of the stylet inserted into the wrong end of the epidural catheter. The customer reports that "a labor patient had the wrong end of an epidural catheter inserted. States the markings on the catheter were fine, but the stylet was inserted into the wrong end of the catheter." The patient was reported to have received the therapeutic dosing of medication. There was no report of adverse patient event or symptoms of improper placement. Additional patient information was requested, but no further information was available.